Manufacturer narrative:
Upon further investigation it has been determined that the malfunction was found during service and repair on (B)(6) 2015. (B)(4). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the battery charger device was found to be defective. It was reported that the red led illuminates, and the charging bay was defective. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device was defective. An assessment was performed and it was observed that the red led illuminates, and the charging bay was defective. Therefore, the reported condition was confirmed. It was noted that the cause was normal wear-out. The assignable root cause was determined to be due to device being worn from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.